Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of pancreatitis and non-malignant pain. It was reported that the patient went through a courthouse security checkpoint and 'lost the configuration' on their device. The patient clarified saying that they were getting a poos communication screen on their programmer. The patient stated that they noticed that their pain level wasn't decreasing when moving positions so they went to change their settings and got a poor communication screen. Troubleshooting was not possible as the patient didn't have their devices. The patient had an appointment the following day. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was still getting poor communication on the patient programmer both with and without the antenna. The recharger also couldn't connect. The last time the patient recharged was a week before his prior call to the manufacturer on (B)(4) 2017. The patient called his doctor who said to call the manufacturer and have a manufacturer representative (rep) come to the patient¿s appointment. The appointment was scheduled for (B)(6) 2017 at 10 am. Additional information received from a rep noted that a rep would be present at the appointment. Additional information was received from the patient. It was reported that the battery unit would be replaced.